Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced seroma, fluid collection that was serous, and a non-healing wound. Post-operative patient treatment included revision surgery, abdominal wall debridement, placement of wound vac, wound edges debrided, and drainage of seroma.